Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 11/12/2020 section h3. Device returned to manufacturer? Yes device evaluation: the simplicity preloaded device was received in its original box. The cartridge component was observed correctly engaged into the dcb00v unit. The lens returned out of the device. Visual inspection using magnification was performed. Residues of lubricant was observed on the lens surface and both haptics. One lens edge was observed twisted, which could be associated to the folding process. One haptic tip was observed detached. The detached haptic piece was not returned. Also, a crack defect was observed at the lens edge, after lens was cleaned. No residues of lubricant were detected in the cartridge. The cartridge tip was observed deformed. As part of the sample evaluation, the complaint unit was disassembled. The push rod was observed straight, and the rod tip is not bent/kinked. The cartridge was observed properly sited and/or installed in the simplicity preloaded body. No assembly errors and/or manufacturing defects were identified. The reported issues as ''haptic detached, dc-lens damaged'' were verified on the return. However, ''dc-difficult to use'' could not be confirmed. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used. No product deficiency was identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint folder was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the physician looked at intraocular lens (iol) implanted in the patient¿s eye, the trailing haptic was found to be torn. While setting the device, the doctor felt heavy when turning the plunger, but just inserted the lens as it was. As a result, the training haptic was completely torn and came out. There were also cracks at the 3 and 6 o''clock positions. There was no problem with the front haptic. The incision was enlarged in order to remove the lens. The procedure was completed successfully with a back-up lens. Reportedly, the patient had no health problems, but had postoperative astigmatism due to the widening of the incision (the d value astigmatism is unknown). There was no patient injury reported. No further information was provided.